Manufacturer narrative:
Journal reference: deuschl el at. " a randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p. 896-908. Due to the limitations of the data, the reportable events are being submitted by complication type. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article. See scanned pages.

Event description:
Journal reference: deuschl et al. " a randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p. 896-908. The article describes the results of a randomized-pair trial of pts with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication only. A number of neurostimulation pt complications were reported. Reportable event(s): thirteen pts experienced an unspecified adverse event (10 mild, 2 moderate, 1 severe) related to the dbs therapy. Specific device, treatment and outcome information was not provided.